Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), free thyroxine (ft4), and antibodies to thyroid peroxidase (anti- tpo). The sample was found to have erroneous results for tsh and anti- tpo when compared to different testing methods. The date the event occurred was prior to (B)(6) 2014. The customer was asked, but could not provide the specific date that the event occurred. This medwatch will refer only to the tsh assay. Reference the medwatch with patient identifier of (B)(6) for additional information relating to the anti-tpo assay. The patient was born in 1955. The specific date of birth was not provided. The sample initially resulted as 1.2 for tsh when tested on an e601 analyzer, serial number (B)(4). This result was reported outside of the laboratory. The sample was sent to a different site and tested on an auto delfia analyzer, resulting as 2.53 for tsh. The units of measure for tsh were requested but not provided. It was asked, but it is not known if the patient was adversely affected. No adverse events have been alleged.

Manufacturer narrative:
A specific root cause could not be determined. A sample from the patient was provided for investigation. Investigations were able to confirm the tsh value generated by the customer. Further clarifications of the observed discrepancies is not possible with currently available investigation methods.

Manufacturer narrative:
The tsh value provided by the customer was confirmed during investigation. A value within the normal reference range of the assay was obtained. Further investigation of the sample identified a possible streptavidin interfering factor in the patient's sample which may have caused a decreased tsh value.

Manufacturer narrative:
The units of measure used for the tsh assay are miu/l. The units of measure used for the anti-tshr assay are iu/l.

Manufacturer narrative:
This event occurred in (B)(6).